Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in anesthesia when the md tried to insert the dilator into the pt's jugular vein, he found the tip was severely damaged. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no reported death or complications to the pt.